Manufacturer narrative:
The following devices were also listed in this report: unknown right medial mako femoral component; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right medial knee was revised to a ps total knee due to pain and osteoarthritis.